Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the issue by testing the console 2 power button when the blue fiber cable was connected to the left port, the power button would only power on the console. The blue fiber was then moved from the left port to the right port on the console 2, after which the system was powered on. The entire system powered on successfully, indicating the issue was isolated to the original left port fiber connection. The blue fiber pigtail on the left port was replaced. After replacement, system power on was verified using the console 2 power button. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause of the reported issue is attributed to the component failure of the console 2 blue fiber pigtail.

Event description:
It was reported that when customer press the power button from console, it does not trigger the other carts to power on. The customer have tried hard power cycling over the past couple of days but the issue was not resolved. The customer attempted to troubleshoot the issue by swapping blue fiber cables without success. There was no reported injury.